Event description:
Per the clinic, the patient experienced non-auditory percept, very low compliance levels & poor retention. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Device analysis report attached.